Manufacturer narrative:
H4: information unavailablebased upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "dropped the cartridge" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be conforming to design specification. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported device was used during a thoracoscopy. It was reported the ez45 was inserted into the pt chest cavity, opened, and the cartridge fell out of the device into the pt. The reload was retrieved. A second cartridge was loaded into the device, and the same events occurred. A new device was opened and the procedure was completed. There was no consequence to the pt. The rep is returning the cartridge, batch# h0022g, with the initial device. 11/5/96 rep reports buttressing material was not used.